Event description:
It was reported that a restoration modular stem, head and liner were revised on (B)(6) 2007 due to infection.

Manufacturer narrative:
Other devices listed in this report: unknown, restoration modular stem. Unknown, head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Additional info has been requested and if received, will be provided in a supplemental report.